Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Unknown cause of event. Disease progression leading to the dilatation of the distal thoracic. Conclusion: unknown cause of event. Endoleak. Disease progression leading to the dilatation of the distal thoracic.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aneurysm on an unknown date. Per the film review analysis, the distal end of the stent graft was observed floating in the taa producing a distal type I endoleak. The physician implant a valiant stent graft successfully resolving the endoleak. No additional clinical sequelae were reported and the patient is fine. Film review analysis: post implant films showed that a thoracic device had been placed into the descending thoracic aorta. The distal end of the stent graft was floating in the taa, and there was a distal type I endoleak. The distal stent graft od was 34mm. The max taa diameter was approximately 9.5cm. The distal aorta was very calcified, and measured 18 x 20mm, and both iliacs were mildly tortuous but very calcified bilaterally. Review of returned angio images at a secondary procedure revealed that the previously implanted valiant stent graft was positioned beginning just distal to the angulated arch, extending into the relatively straight descending thoracic aorta. A valiant captivia proximal extension) was placed into the proximal end of the valiant extending 3 stent lengths. The left iliac artery was then seen ballooned, and this was followed by implant of a valiant captivia, extending distal to the previously implanted valiant by approximately 3 stent lengths. Final angio showed no endoleak or any other stent graft issues. The cause of distal type I endoleak is uncertain. This is possibly due to disease progression leading to the dilatation of the distal thoracic, however earlier follow-up images were not provided to confirm the aneurysm morphology and stent graft position at implant.